Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal distention, and pain. The cause of these symptoms was unknown. Two days prior to the initial symptom onset, the patient experienced blood in the drained fluid and extreme pain. It was not reported if the patient was hospitalized or treated for these events. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.